Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated. Visual inspection was performed and evidence of fire was observed. The reader was sent for further investigation and upon closer inspection, heavy contamination and rust observed. Evidence of fire was no longer observed, the complaint is not confirmed. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customer¿s adc freestyle reader, evidence of fire was observed. The MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
While performing an investigation on the customer¿s adc freestyle reader, evidence of fire was observed. The MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this eve.

Manufacturer narrative:
The reported reader mamz122-j1144 has been returned and investigated. Evidence of fire was observed. Upon closer inspection, heavy contamination and rust was also observed indicating the reader was subjected to liquid. It is unknown which; fire or liquid ingress, occurred first. Extended investigation has also been performed. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented. Please see section h-10 for updated results. Section h-6 has also been updated.